Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2024, the infusion set fell off during use. The patient had high blood glucose level which the patient tried to resolve via correction injection via multiple daily injection. No further information was available.